Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 186 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles. Customer was able to clear air bubbles. Customer also reported to have had low blood glucose of 48 mg/dl and thought it was due to running self-test. Customer treated with glucose tablets. After troubleshooting, customer was advised that low blood glucose was not caused by running self-test.